Event description:
It is reported that the pt fell while carrying laundry down the stairs, this resulted in a periprosthetic fracture requiring revision surgery.

Manufacturer narrative:
Eval summary: the components were implanted (B)(6) 2012, and revised (B)(6) 2012, making an in-vivo time of approx 2 months. The adverse event reported notes that the event was not related to the device. Pt had a bmi of (B)(6) according to height and weight provided. Primary operative notes were provided which were unremarkable. Revision notes state a well fixed acetabulum and loose femoral stem with periprosthetic fracture. Periprosthetic fracture is likely due to pt fall. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc., considers the investigation closed.